Manufacturer narrative:
The technician inspected the bed and found the hi-low was inoperable. Bed will not rise in hi-low and is in the lowest position. The customer declined to have the bed repaired.

Event description:
Info received indicates the bed hi-low was in the raised position when the complainant attempted to lower the bed using the hi-low down switch down, and the bed would not lower. He then got down on the floor to check the bed and reached in from the left side of the bed, pushed the hi-low button and the bed came down and pinched his right hand. The complainant was taken for x-rays which were negative. His hand was placed in brace and bandaged for 4 days. The complainant stated the bed was purchased at a private sale for (B)(6).